Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) were attempted using six proglide devices via a 6f sheath using the pre-close technique prior to an endovascular aneursym repair (evar) interventional procedure. Reportedly, cuff misses and suture breaks occurred with the 6 proglide devices. The sutures of four new proglide devices were successfully pre-placed, two in the rcfa and two in the lcfa. The evar was completed using a 16f sheath. Hemostasis was achieved in the lcfa using the pre-placed proglide sutures. Hemostasis was achieved in the rcfa using the pre-placed proglide sutures and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The intervention took 30 minutes longer than usual and hematomas were observed at the access sites. No additional treatment was performed for the hematomas. Hospitalization was prolonged until (B)(6) 2017. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a link break/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.